Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing and the blade gouged at the tip. When the tissue pad is displaced, the clamp arm may damage the blade by coming in contact with the tip. The device may stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade is damaged. As the tissue pad was not returned, further evaluation could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a myomectomy procedure, the device was activated several times during the case. In that circumstance, the instrumentalist cleaned the clamp arm and the tissue pad with a moist gauze to remove remaining pieces of tissue; during this action the tissue pad broke and remained in the gauze. The case was carried out using another device. There were no adverse patient consequences